Event description:
It was reported that the guidewire had fractured. A percutaneous coronary intervention was being performed on a moderately tortuous, 95 percent stenosed, severely calcified lesion. A 1.25mm rotapro and rotawire drive were being used for treatment. When adjusting the speed of the rotaburr outside of the patient, an abnormal noise was heard. When the number of rotations were then increased, a fracture of the guidewire occurred. Because the fracture occurred while outside the patient, the rotawire drive was easily replaced with another, however the second guidewire had difficulties inserting into the 1.25mm rotapro device. The rotapro was then replaced for another, and the procedure was successfully completed using the second rotapro device, and the second rotawire drive. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the rotapro atherectomy system with a portion of the rotawire for related complaint. He burr catheter was received attached to the advancer unit. The rotawire was received separately outside of the rotapro device. The advancer, handshake connections, sheath, coil, and burr were microscopically examined. Inspection of the device revealed that the annulus of the damaged/not rounded. The damage to the annulus is consistent to interaction with the rotawire during rotation. The rotawire was microscopically examined and it was found that the separated ends were worn from contact with the annulus of the burr, confirming the damage to the annulus. Functional testing was performed with the rotawire that was returned and used in the procedure. The rotawire was not able to be inserted into the annulus due to the damage from the rotawire during use. Product analysis confirmed the reported event, as the rotawire for the related complaint was fractured and the annulus was damaged not allowing the rotawire to be inserted.

Event description:
It was reported that the guidewire had fractured. A percutaneous coronary intervention was being performed on a moderately tortuous, 95 percent stenosed, severely calcified lesion. A 1.25mm rotapro and rotawire drive were being used for treatment. When adjusting the speed of the rotaburr outside of the patient, an abnormal noise was heard. When the number of rotations were then increased, a fracture of the guidewire occurred. Because the fracture occurred while outside the patient, the rotawire drive was easily replaced with another, however the second guidewire had difficulties inserting into the 1.25mm rotapro device. The rotapro was then replaced for another, and the procedure was successfully completed using the second rotapro device, and the second rotawire drive. There were no patient complications as a result of this event.